Manufacturer narrative:
The clsi standard h20-a2 states that macroscopically visible clots are cause for rejection of the specimen for analysis. A clot in a sample can be caused by a number of factors, such as inadequate mixing immediately after blood draw where the anticoagulant in the collection tube is not thoroughly mixed with the sample. A clotted sample is an unacceptable specimen for hematology testing. The user is responsible for proper collection of samples and checking their integrity prior to analysis. Xn-1000 instructions for use, limitations - inform the user to always use good laboratory practices when inspecting specimens for clots, ensuring specimens are properly mixed and verifying results.

Event description:
The user reported the physician induced labor for a maternity patient based on erroneously low platelet (plt) results. The sample was analyzed for a complete blood count (cbc) and the analyzer generated a low platelet (plt) value. A rule triggered in work area manager (wam) middleware holding the cbc results due to the low plt value. The sample was reflexed to repeat, which generated a second low plt value. Wam alerted the user to "check sample for clot." The user failed to check the sample, and manually released the reflexed plt value from wam to the laboratory information system (lis). Based on the erroneous low plt value, the physician decided to induce labor by administering pitocin. It is unknown when the patient was induced. A second sample was analyzed approximately 3 hours later. The analyzer generated a plt value slightly below the laboratory's reference range. Wam alerted the user to a delta failure, indicating a variation between previous and current laboratory values. The user checked the original sample, and discovered a large clot. The patient was given an epidural the following day at 07:41 and delivered a healthy newborn. Per the attending physician, the delivery was considered full term. There was no harm to mother and baby from the treatment.